Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. No device has been returned to date, however, the investigation is still in progress; if additional relevant information becomes available, a supplemental report will be submitted accordingly.

Event description:
The customer reported that the oes elite, high definition autoclavable telescope has a broken or damaged component malfunction, ¿the optical system is broken¿. No death or injury and no impact to patient or other has been reported.